Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run - res col 36.5ml" error. The patient reported that the pump alarmed three times for no disposable. The pump had stopped and the pimp was powered off. The patient did not know how to clamp the tubing. The pump was powered on and restarted, but it alarmed with the same error. The pump stopped and was powered off. There was no patient injury.